Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reached 50 mg/dl. Customer stated their health care professional believed their basal rates needed to be adjusted. Customer drank juice and consumed glucose tablets to stabilize bg levels. Customer adjusted their basal rate to address the reported issue.